Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user¿s caregiver reported that the ilet device screen went black and the device would not power on. No damage was identified by the user, and no injury or adverse blood glucose events occurred. No symptoms, external assistance, or medical intervention occurred. The issue was resolved by sending a replacement device to the patient.